Event description:
It was reported, that the patient presented in clinic. For pericardiocentesis procedure, due to perforation and effusion. Upon interrogation, it was found, that the right atrial (ra) lead exhibited increased capture threshold. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of increase threshold was not confirmed. A full lead was returned in one piece for analysis. Specification and stiffness measurements, electrical testing, visual and x-ray examination were normal with no anomalies found.